Event description:
On (B) (6) 2009: customer reports during a distal urethroscopy; no fluoro was available mid-way through the procedure. The product malfunction did not cause any delay in surgery or any adverse effect to the pt. The physician completed the procedure with no delay. Customer did not provide pt info.

Manufacturer narrative:
Field service engineer troubleshot the system, making multiple rad spot exposures and fluoro exposures with no failure could not confirm the complaint. Fse tested and verified system in conjunction with service manual 710201. System returned to full service by the customer.